Event description:
During eval of a returned homechoice machine, an increased intra-peritoneal volume (iipv) was identified. In drain cycle 1 of the therapy session started in 2008, the home pt (hp) drained 4264 ml. The largest prescribed fill volume for this hp is 2200 ml it was also noted in the eval log that the previous therapy session for this hp was aborted with a pt volume of 2189 ml. The programmed last fill volume for this hp is 700 ml and the initial drain alarm is set at 300 ml. The hp was starting the next therapy session with more fluid than intended left in his peritoneum. The pt verified the initial drain alarm of 300 ml at the start of therapy. The homechoice machine had a false empty detect at 460 ml, ended the initial drain cycle, and the pt moved into fill 1 where he received an additional 2200 ml fill. The insufficient initial drain volume combined with a full fill cycle is what caused the iipv. In 2009, baxter product surveillance spoke with the hp's nurse regarding the iipv discovered during eval. The hp did not report any symptoms to the clinic relate to iipv. The nurse was aware of the drain volume because she had the logs from the hp's homechoice machine. She advised there was no pt injury or medical intervention related to iipv.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange and was within design specifications. The device was tested for temperature accuracy during fill and no temperatures were recorded outside the specified delivery range. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's history did not reveal any related issues. No failure or malfunction of the device was observed that could have caused or contributed to the increased intra-peritoneal volume (iipv). Based on a review of all available info, the probable cause of this iipv was determined to be insufficient drain due to false empty detect at initial drain. The device will be routed to the service area.